Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con): information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient was not feeling any stimulation. Patient was not able to communicate with her programmer or recharger. Patient was to follow up with their hcp. Patient last charged or felt stimulation in (B)(6) of 2018. No further complications were reported/anticipated.